Event description:
The pt reportedly experiencing poor performance with use of device. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. For the past few months, the pt was refusing to wear the external equipment. Explant surgery is under consideration.